Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 09/28/2021, however the correct date is 10/30/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the sculpt portion of the procedure the surgeon noticed that he was not getting aspiration. Within the 10 seconds of the procedure they had a corneal burn on the left eye. Surgeon came out, cleared phaco tip and removed any clogs. One suture was required and the procedure was completed. No additional information was provided.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.